Event description:
The customer reported 2 false positive results on the alinity m resp-4-plex assay for the flub target on (B)(6) 2022. The customer retested one of the samples, and the result was negative. They did not retest both samples, but they believe it is a false positive as well because they have never had a positive flub result. The customer reported the following discrepant sample ids: (B)(6). Sid (B)(6) had a normal amplification curve, with a cycle threshold (CT) of 36.90 for flub. The sample was also positive for flua with a (CT) of 20.54. However, the customer did not allege a false positive result for target flua. Sid (B)(6) had a CT of 37.73. The samples were not intended for patient management. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigation has been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1; 3005248192-2022-00744 follow up report 1; 3005248192-2022-00765 follow up report 1; 3005248192-2022-00796 follow up report 1; 3005248192-2022-01095; 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716; 3005248192-2022-00791; 3005248192-2022-00735; 3005248192-2022-00904; 3005248192-2022-00705; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-00752 follow up 01; 3005248192-2022-00753 follow up 01; 3005248192-2022-00743 follow up 01; 3005248192-2022-00719; 3005248192-2022-00978 follow up 01; 3005248192-2022-00979 follow up 01; 3005248192-2022-00980 follow up 01; 3005248192-2022-00937 follow up 01; 3005248192-2022-01017 follow up 01; 3005248192-2022-01018 follow up 01.